Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation results: the device was not returned for evaluation; therefore, no analysis was performed. The reported issue of frequent ipg charging could not be confirmed based on available information. Device history record (DHR): DHR review confirmed the device was manufactured, tested, and released meeting all specifications. No manufacturing deviations or nonconformances were identified. Labeling review: labeling review confirmed that instructions and guidance related to device use and charging are adequate. No labeling deficiencies were identified. Investigation conclusion: as the device was not returned and the complaint could not be confirmed, no definitive root cause could be established. The appropriate conclusion code is cause not established.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging despite troubleshooting attempt. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging despite troubleshooting attempt. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.